Event description:
Information was received that the catheter separated from the thumb valve while being withdrawn from the endotracheal tube and separated from the hub. No adverse events, pt injury or medical intervention were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.